Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56 if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy: "following dr (B)(6) lap chole procedure, a skin burn was observed on the patient around the area that the 12 mm trocar site had been. The cause for the burn is unknown." Type of intervention: dr (B)(6) excised the 2 to 3 mm of affected area and then closed incision. Patient status: patient was fine.